Event description:
It was reported that when patient presented in clinic for a device interrogation post receiving a high voltage shock. Upon device interrogation, due to device undersensing atrial episodes falling under the max sensitivity, therapy was for supraventricular tachycardia. Device was inappropriately programmed. Programming changes were made and the patient¿s medication was altered to control the rates. Patient was stable throughout the device interrogation and will continue to be monitored.